Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been experiencing instances of weakness starting a couple of days ago, which led to a visit to the ER on monday night. When the caller saw the patient, they observed that the patient was very weak and rigid, could hardly move, and was slumped over to one side. The caller speculated that this might be related to a reduction in the patient's medication dose due to episodes of psychosis. The patient admitted to not recharging their dbs battery, and the staff at the assisted living facility could not help. The caller inquired about the possibility of a representative visiting the facility to check the battery level or turn off the device. The patient was advised to consult their doctor, who might be able to page a representative. It was noted that the patient had seen their neurologist on (B)(6) 2025, and the ins was charged at that time, with the weakness beginning just a few days ago.